Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received form a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported the ¿unit wasn't working¿ and the hcp did not have any further details. The patient stated it had been 3 weeks to a month since the unit worked. The hcp wanted a manufacturer representative (rep) to come and check the device. No symptoms or further complications were reported.